Event description:
Medtronic received a report that one axium coil was found kinked/damaged and another axium coil encountered resistance with the echelon catheter. The patient was undergoing surgery for treatment of an amorphous, unruptured aneurysm in the right middle cerebral artery with a max diameter of 3 mm and a 2 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was normal. It was reported that during the aneurysm embolization, after the microcatheter was in place, the apb-2-8-hx-es was selected for filling. When the product was taken out of the package and inspected in vitro, it was found that the proximal end of the spring coil was damaged. It was returned and replaced with other spring coils to continue the operation. It was reported the coil was kinked/damaged. There was no friction or difficulty during testing or delivery. The continuous flush was administered during the procedure. The damaged/stretched located was on the implant coil. The physician did not reposition the coil during the procedure. It was reported that during aneurysm embolization, after the microcatheter was in place, when the qc-2-6-helix-cn was selected for delivery, the resistance at the proximal end of the microcatheter was extremely large. The surgeon replaced the coil with another one and was able to deliver it normally, so the coil was returned for identification. It was reported there was coil resistance/stuck in the proximal section of the catheter. The implant coil pushed smoothly out from the introducer sheath. There was no catheter or coil damage observed. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Additional information received reported the cause of the coil resistance in the catheter and kink/damage was not determined. The coil was pushed out of the introducer sheath with some resistance.

Manufacturer narrative:
This event is reported at this time based on analysis findings which indicate a reportable event. H3. Product analysis: equipment used: vis (m-78210), 203cm ruler (m-83361) as found condition (condition of returned device): an axium implant coil was returned for analysis within a shipping box; within a sealed biohazard plastic pouch and within its opened axium implant coil inner pouch. The axium implant coil was returned within the introducer sheath. The echelon-10 micro catheter used during the event was not returned for analysis. Visual inspection/damage location details: the axium implant coil pushwire was found to be kinked at ~13.9cm and 42.4cm from proximal end. The axium implant coil was found to be already detached and returned within introducer sheath. The axium implant coil was found to be stretched and damaged within introducer sheath. The implant coil was unable to be pushed out from introducer sheath for further analysis as it was found to be stuck. No other anomalies were observed. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ was confirmed. Possible contributing factors to ¿coil resistance/stuck in catheter¿ include the use of an incompatible device for delivery, severely tortuous patient anatomy, failure to hydrate the axium implant coil prior to use, and lack of continuous flush during delivery. The echelon-10 micro catheter has a labeled ID (inner diameter) of 0.017" with two separate marker bands. Per axium implant coil instructions for use (IFU): ¿axium implant detachable coils should be delivered through a microcatheter with a minimum inside diameter of 0.0165¿. Therefore, the echelon-10 micro catheter was found to be compatible for use with the axium implant coil and can be ruled out as a potential cause. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.